Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0bfu2, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the system, which was implanted (B)(6) 2013, was removed and replaced ((B)(6) 2014) because it broke. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.